Manufacturer narrative:
Log file from complaint body states: two controller starts identified with same battery connected to power port 2. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities. This is one of two reports (3007042319-2015-01817 and 3007042319-2015-01818) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a no power alarm when he disconnected power source 1 (twice in one day). The patient felt no dizziness or anything similar at any time. The battery and controller were exchanged without reported consequences or impact to the patient. No additional information was reported. This is report 1 of 2.

Manufacturer narrative:
Log file analysis showed two controller power-up events on the day of reported event. This confirms that all power was disconnected and the no-power alarm as reported by the patient. Log file analysis also showed multiple premature power switching events. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. However, no problem with the controller could be confirmed in bench testing. The controller was in use when the reported event occurred. The probable cause for the no-power alarm is the user disconnecting both power sources. The probable cause for the premature power switching is controller communication error with the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01817 and 3007042319-2015-01818) submitted for devices related to the same event.